Event description:
A hemodialysis user facility has reported that during treatment, a bloodline leak occurred. The blood leak was noted at the beginning of treatment from a hole in the arterial line near where it connects to the dialyzer. Estimated blood loss was 200cc's. Patient had no ill effects. The actual sample was discarded by the user facility; a companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.